Manufacturer narrative:
(B)(4). As the sample was not been returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis therapy. The cause of the peritonitis was unknown. The peritonitis was manifested by abdominal pain and cloudy effluent. On the same day as the event onset, the patient was hospitalized for peritonitis. The patient was treated with intraperitoneal fortaz (dose, frequency, and duration not reported) for "fungal peritonitis". Dianeal therapy remained ongoing. Five days after the event onset, the patient was discharged from the hospital. Eleven days after the event onset, fortaz was discontinued. Thirty one days after the event onset, the patient was re-hospitalized for an unspecified indication. At the time of this report, the patient remained hospitalized and the patient had not recovered. No additional information is available.